Event description:
Customer states that lift will not maintain height when being lifted. Customer also stated the lift slowly goes back down instead of staying in raised position.

Manufacturer narrative:
No RMA has been initiated for this issue. Model9805, serial number/date code (B)(4) is approximately 5 years and 6 months old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the customer's son alleged the lift will not maintain the desired height; instead the lift slowly goes back down. The unintended movement of the lift is potential for fall injuries. MDR filed. Continued investigation and evaluation is being done by invacare.